Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and stated that the leaking fluid was a diluent coming from the probe wipe due to the misalignment of the probe wipe (rinse block assembly). The fse replaced the aspiration rinse block, aligned the rinse block assembly, and verified the system performance. Failure mode was attributed to a misaligned probe wipe rinse block. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a bloody fluid leak of approximately 1ml from the manual probe of the coulter hmx hematology analyzer with autoloader while running quality control (qc) samples. The leak was not contained within the instrument. There were no instrument generated errors reported. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.